Manufacturer narrative:
An internal investigation was conducted following a report of discrepant fluconazole (flu) results for four (4) candida albicans isolates in association with the vitek® 2 ast-ys07 card. Organism identification was confirmed, and ast testing included the customer lot (2870125203 - called cl) and a random lot (287388720 - called rl) of vitek® 2 ast-ys07 cards from cba and chromid candida 2 subcultures. Broth microdilution (bmd), the reference method for the fluconazole formulary "flu01n", was also performed. Bmd obtained fluconazole mic <= 0.125 mg/l (susceptible) for all four (4) strains. Vitek® 2 ast-ys07 obtained fluconazole mic<= 1 mg/l (susceptible) for the four (4) strains from both subcultures, and with both lots tested. The variable results reported by the customer were not duplicated. The vitek® 2 results were in essential agreement with the reference mic, and no category error. The investigation concluded the vitek® 2 ast-ys07 cards performed as intended for fluconazole.

Event description:
A customer from (B)(6) reported to biomérieux a susceptibility issue for fluconazole with four (4) candida albican urine samples in association with the vitek® 2 ast-ys07 test kit. The customer tested four (4) patient isolates on three (3) vitek® instruments with test results ranging from susceptible to resistant (mic < 0.12 to 32). The customer also tested the isolates with an alternative method and the results were susceptible. The customer reported a delay in reporting results due to retests. They were uncertain if a wrong result was reported to a physician as they did not know which result was correct in some cases. The customer reported that a patient was not harmed or treated incorrectly. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. The isolates and test reports were requested from the customer. A biomérieux internal investigation will be initiated.